Event description:
The customer reported the device was broken/damaged. There was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the keypad affected by recall; front case with keypad replaced. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the assy frt case w/ keypad. A review of the device history record showed the device had a manufacture date of 08dec2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported the device was broken/damaged. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the keypad affected by recall; front case with keypad replaced. Software version as found 9.33.1; as left 9.33.1. This device is being returned with the non-standard battery removed, because this battery has not been approved for use in this device. The device has been tested with an alaris products-approved battery. The failure code other was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the assy frt case w/ keypad 8015ls a review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the device was broken/ damaged. There was no patient involvement.